Event description:
Treatment of an aneurysm. It was reported after advancing the balloon into the right internal carotid artery, the balloon was over inflated. An angiography was performed and showed contrast extravasation and a perforated right ica. The patient was taken for decompressive craniectomy and subsequently expired.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation. Based on the reported details, it was likely the balloon exceeded the maximum recommended inflation volume which led to the rupture. Reference (B)(4).